Event description:
It was reported that this right ventricular (rv) lead has exhibited an out of range gradual rise in shock impedance greater than 125 ohms. Technical services (ts) discussed gradual rise is likely calcification as the lead has been implanted since 2012. Ts was consulted and suggested at physician discretion a commanded shock to get delivered shock lead impedance. This lead remains in service. No adverse patient effects were reported.